Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited a "sensing or detection problem." The lead was repositioned, however, the issue persisted. Upon removal of the lead, a "small bulge" was observed on the rv coil. The physician then elected to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant attempt, "interference was detected due to coil failure."